Event description:
It was reported that the customer was at the emergency room due to ketones and high blood glucose of 355mg/dl. The symptoms leading to his admission were nausea and vomiting. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. The customer's recent glucose reading was 278mg/dl, and he was treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.